Event description:
Revision of hip arthroplasty after fracture of stem. Primary surgery took place (B)(6)2005. This event took place outside of the united states in (B)(6).

Manufacturer narrative:
Device has not been returned for manufacturer evaluation.